Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they have been having ongoing issues with low (approximately zero) results for multiple tests on multiple analyzers. The affected analyzers include two cobas 8000 c 502 modules, four cobas 8000 e 602 modules (e602), two cobas 8000 ise modules, and two cobas 8000 c (701) modules. Past investigations determined the cause past issues were related to sample quality. The customer provided data for a total of 154 patient samples that had questionable low results. Of these samples, eleven had erroneous results which are reportable as a malfunction. These eleven samples had erroneous results for the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4) on an e602 analyzer. No erroneous results were reported outside of the laboratory. This medwatch will apply to the ft4 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. Refer to the attachment for all patient data. No units of measure were provided for the provided test results and it is not known which e602 analyzer was used to measure each of the results. The customer refused to provide any further information. No adverse events were alleged. The following e602 analyzer serial numbers were used: (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. In related complaints from the customer site, the issues were concluded to be related to sample quality. As different analyzer modules had false results, this conclusion also applies to this event.